Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was having spasms. The patient stated they usually have it at 4, but they turned it up one day and all of a sudden it started causing spasms, and at one point, it knocked the patient off their feet. The patient saw their healthcare professional (hcp) and had an x-ray taken. The hcp told the patient that everything looked fine. The patient was going to see another hcp. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had problems with the system for the past week. The patient stated they fell a month ago and before that they fell 3 months ago. The patient has tried different settings, but nothing has changed. The patient stated they felt vibration too much. The patient said they normally have stimulation at 6 or 7, and right now they are at 4v and can feel it really vibrating. The patient stated the vibration started within the past week. No further complications were reported.